Event description:
It was reported that while using the bd vacutainer® urine analysis preservative tube that there was erroneous results. The following information was provided by the initial reporter: we issued stability of rbc count in a urine uap tube up to 7 days after collection. We used an experimental model whereby we spiked edta whole blood into urine donor samples. Results were bad as we could not prove stability even 1 day after collection.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® urine analysis preservative tube that there was erroneous results. The following information was provided by the initial reporter: we issued stability of rbc count in a urine uap tube up to 7 days after collection. We used an experimental model whereby we spiked edta whole blood into urine donor samples. Results were bad as we could not prove stability even 1 day after collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were inspected with no issues identified. Further clinical investigation is not required for this complaint as the workflow is off-label. Bd does not have a stability claim on red blood cell count in a urine uap tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode (rbc stability). Bd vacutainer® urinalysis preservative conical urine tubes are designed for automated and manual chemistry dipstick urinalysis and to obtain sediment for examination. H3 other text : see h.10.